Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker implant procedure. Upon interrogation of the device post procedure, it was found that the pacemaker exhibited loss of capture. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field complaint of failure to capture was not confirmed. The device was received operating above elective replacement indicator (eri). Testing of device output showed device had normal pacing. Further analysis showed normal characteristics during interrogation and testing. Visual examination of device did not find any anomalies that could contribute to the field complaint. Device has appropriate remaining longevity and characteristics.